Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The caregiver (cg) verified that there were no loose connections, disconnections or defects on the supplies. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during use. The hp stated his supply bag is empty. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and then end therapy and start over with new supplies. The patient was involved, but there was no patient injury or medical intervention reported. A follow up was made via phone call. The home patient (hp) stated that the issue was resolved; the care giver (cg) said that the supply bag was empty and the cycler may have pulled air for it. The cg did inform the nurse and she told him to shut off and drain in the morning. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per cg, the home patient (hp) did not receive any injury or medical intervention as a result of this incident. The cg stated that the hp is doing fine and continuing therapy without issues. The cg stated that he had discarded the supplies after therapy, and did not know the lot numbers.